Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia. It was reported the left side was defunct due to open circuits on all contacts. No patient symptoms or further complications were reported as a result of this event.